Manufacturer narrative:
Additional information: section h imdrf annex codes and section b describe event or problem and section d device available for eval, returned to manufacturer on. Part analysis: the report condition of "med3 wont power on and burning smell (rss offline)" was confirmed during field service engineer (fse) testing and subsequently confirmed during the dchu testing and inspection process. According to work order # (B)(4), the fse reported that the customer indicated that while recovering drawer main full height 5-1, the device shut down. Through further investigation, the fse found the solenoid seized up, so the solenoid and drawer controller were replaced. The fse found that damage in the positioning sensor and replaced it. During testing, b1 of the affected drawer was overfilled and was not fully closed. The medication jam prevented the drawer from opening. The drawer was tested successfully. Only pocket 1 of main 5-1 was recovered when the application was launched. During dchu visual inspection: pn 151622-01: the "pcba dwr cntlr v1.10/v1" was received with no signs of physical damage, fluid ingress or missing components. Pn 151612-11: the "pcba pos snsr hh sl cubie" was received with a missing connector. Pn 353578-01: the "solenoid 12vdc latch" was received with signs of thermal damage due to the discoloration caused by excessive heat to the coil cover caused by a thermal event. During dchu testing: pn 151622-01: was evaluated on an esd protected surface with a calibrated dmm and it failed during the resistance testing on component mosfet q601. No further testing is required. Pn 151612-11: the testing from dchu was not required due to signs of physical damage on the missing connector. Pn 353578-01: the testing from dchu was not required due to the signs of thermal damage. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint was identified as: a faulty mosfet q601 on the "pcba dwr cntlr v1.10/v1" which led to circuit instability and ultimately compromised the drawer's functionality. A missing connector on the "pcba pos snsr hh sl cubie" which compromised the drawer's functionality. An overheated solenoid coil on the "solenoid 12vdc latch" due to an overcurrent which compromised the open/close operation of the drawer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device did not power on and had a burning smell, which located on med3. As per part investigation, it was determined that there were a faulty mosfet q601 on the pcba dwr cntlr, missing connector on the pcba pos snsr hh sl cubie and overheated solenoid coil on the solenoid 12vdc latch however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility name - (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station had not powered on and there was a burning smell. A field service engineer (fse) had looked for obvious and significant burn marks. The customer had indicated that user was recovering drawer main full height when the device shut down. Fse investigated and found that the solenoid had seized up. The solenoid and drawer controller were replaced. While removing the drawer controller, the fse had damaged the positioning sensor, so the fse replaced the positioning sensor as well. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device did not power on and had a burning smell. However, there were no delays or adverse events or injuries reported based on this event.